Event description:
It was reported that on (B)(6) 2013, two xience prime stents were implanted in the left main and mid left anterior descending coronary arteries (mlad). Post procedure, the patient experienced non-serious enzyme elevation, less than 2 times the normal upper limit. No treatment was reported. On (B)(6) 2014, the patient experienced recurrent typical angina. Diagnostic coronary angiogram was performed as an outpatient procedure. The stents were noted to be patent; however, approximately 4-5 mm distal to the distal stent in the mlad, borderline stenosis was noted. No treatment was provided. There was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(6). It is indicated that the device is not returning for evaluation. The reported patient effects of angina and restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use, are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.